Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unexpected alarm clear anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 190 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.